Manufacturer narrative:
The product was returned. One haptic is broken in the gusset area and returned loose in the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens haptic was already found broken when opened. The surgery was cancelled. Additional information was received, due to the haptic broken upon opening in initial procedure a re-operation/second surgery was scheduled and performed on (B)(6) and was completed without any problems.